Event description:
It was reported by service report that the bed has no power due to power cord being pulled out of the bed. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.